Event description:
Caller reported experiencing an occlusion alarms. The customers blood glucose level was displayed as "high" a specific value was not known. To address this, the customer administered a correction injection and changed the infusion set and cartridge, then resumed insulin. Ultimately, the customer reverted to manual dose injection.